Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional was returned fractured.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unavailable at the time of initial follow up. The device was returned for further evaluation with all of the fragments returned as well. Visual examination found that the medial condyle has fractured off from both devices. Device had an approximate field life of two (2) years and five (5) months. The complaint is considered confirmed as the returned tasp is fractured. The likely condition of the parts when they left zimmer biomet control is considered conforming based on the manufacturing review and the extended life of both device. These devices are used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue.